Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the hospital with acute heart failure and chronic renal failure and was transferred home via an ambulance on (B)(6) 2019. The patient presented remotely via remote transmission, multiple episodes of non-sustained right ventricular oversensing were noted on the implantable cardioverter defibrillator (ICD). The patient had ventricular fibrillation that was not sensed or treated by the device. The ventricular fibrillation was below the programmed sensitivity. It appears that the rhythm was agonal. The patient was on hospice care. No programming changes were made.